Event description:
While using the shears for approximately 40 minutes, suddenly error code 5 was displayed and the shears ceased to work. When the buttons were depressed, a mechanical type whirring sound could be heard from the shear. The shear was replaced and the case continued normally. There was no reported patient consequence.